Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code and h.11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed a visual inspection of the device and found that the balloon had burst in a longitudinal manner. Dimensional testing was conducted, and the single wall thickness of the inflation balloon was measured along the edges of the burst location. A thickness deviating from the specification could indicate an issue during the manufacturing of the component, as a thin wall could contribute to the observed burst. According to the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. Extensive complaint investigations have shown that balloon burst events during valve deployment are not associated with device malfunctions or manufacturing nonconformances. Historically, the root cause for these events has been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Imagery of the patient revealed calcification present in the landing zone, which likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23 mm commander delivery system, the balloon ruptured during the last quarter of deployment, resulting in an underexpanded valve that was post-dilated with a 23 mm true balloon. An additional 1cc of fluid was added to the nominal volume. Feedback from the fcs indicated low leaflet calcium but some sino tubular junction (stj) calcium, which caused a slow inflation technique. There was no difficulty withdrawing the delivery system from the patient, and no damage was observed on the balloon shaft. The patient remained stable and in good condition, with no injury or complications related to the event. The perceived root cause was identified as stj calcium.

Manufacturer narrative:
Investigation is ongoing.